Event description:
The device was returned to the service center with a report from the customer contact during preventative maintenance testing the device alarmed check cassette d. This does not indicate a reportable malfunction. During testing at the service center pressure sensor drift was noted.

Manufacturer narrative:
During testing at the service center pressor sensor calibration drift was noted and the distal pot adc readings were not stable. This was found to be due to the distal pressure sensor flex cable not being seated and locked in place and the distal pressure sensor being out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.